Event description:
The customer reported via phone call that the drive support cap on the insulin pump started getting loose and then came off. The customer stated that the insulin pump might have been dropped or bumped to the floor but was not sure. Blood glucose value was 80 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a loose and protruded drive support cap, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.